Event description:
A surgeon reported that micro-bubbles came out from the vitrectomy probe hole during a vitrectomy procedure, obstructing the view of the patient's retina. Additional information provided by the surgeon's instrumentalist indicated that the number of bubbles increased while aspirating the vitreous body. The bubbles were removed by aspiration in order to access the retina. The patient did not experience any harm. Additional information has been requested.

Manufacturer narrative:
No probe was received at the manufacturing facility for evaluation of "bubbles". No lot number was identified with this complaint; therefore, the device history record for could not be reviewed. Because a sample has not been returned and no lot information was provided with this complaint, the root cause for the probe complaint issue cannot be determined. (B)(4).